Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer reported that the sample had a fibrin in the heparin tube and an abnormal reaction curve. The investigation is ongoing.

Event description:
There was an allegation of a questionable bil-d gen.2 result from the cobas c 503 analytical unit for 1 patient. The initial result was 2.35 mg/dl. The repeat result was 0.132 mg/dl, accompanied by an alarm.